Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate shock was delivered due to double counting. The lead was capped and replaced.